Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. The device was powered on using battery, however, a 10 beep alarm went off and the unit shut down after about 1 minute. An internal inspection of the device was conducted and the unit was confirmed to have failure on the u21 instrument board as it was shorted. A service history record review reveals these products were in the field for over (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that a battery issue was encountered with the radical-7 as the device went off short after it was switched on. There were no audible alarms. There were no consequences or impact to patient reported.